Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) and no stent with no other devices. There was contrast in the inflation lumen. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was loosely folded which is consistent of having some positive pressure applied. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent detachment. A thorough analysis of the returned device could not confirm the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) the device was unable to cross the lesion. Radial access was used to gain access. The 85% stenosed de novo lesion was located in the mild tortuous and mild calcified right coronary artery (rca). The lesion was predilated and then a 16 x 2.75 mm taxus liberté was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent detachment.